Manufacturer narrative:
Device had severely scratched display window corners, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer's mother reported customer's insulin pump is scratched and customer cannot read the screen. Customer's blood glucose is 250 mg/dl. He is sick and treating with a bolus delivery. The damage is from normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.